Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted. The patient was upgraded to a cardiac resynchronization therapy-defibrillator (crt-d). However, upon initial analysis premature battery depletion was noted.